Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the ok/enter button was under responsive and that there was moisture in the battery compartment and behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: the customer complaint of the ok button working intermittently could not be duplicated; all buttons functioned normally when tested. The keypad was found to be fully intact. The keypad was removed for further investigation and there was no evidence of contamination under the contacts; no defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.